Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a high blood glucose event due to which the patient had to be hospitalized for greater than 24 hours. The symptoms reported by patient were feeling sick, dehydration and vomiting. Patient's blood glucose value when admitted to hospital was over 500 mg/dl. Patient was given insulin via manual injection while patient was at the hospital. No further information available.